Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and pain.

Event description:
Patient reported right side capsular contracture baker grade iii and "breast pain, hot sensation and pain that radiates to the arms. The breasts are also hardened". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side capsular contracture baker grade iii and "breast pain, hot sensation and pain that radiates to the arms. The breasts are also hardened". Healthcare professional later reported right side "folds". Treated with analgesic to relive pain. Device remains implanted.